Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the cable connecting ECG a,b, and front te was severed and missing. The cable connecting ECG c and d, the trunk cable, belt connector were severed. Additionally, the cable connecting the distribution node (dn) to rear therapy electrode was cut and the rear therapy electrodes were missing. The root cause for the severed and damaged cables was physical abuse. No adverse event resulted from the defective electrode belt. Sure

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.